Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2019. Unopened samples of product code v304, lot mj8bmkq0 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, suture breakage or irregular color was noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no cosmetic appearance or suture breakage was found, and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. What was the patient¿s diagnosis? What was the indication for the index surgical procedure? What size suture was used in the procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? How the suture was initially tied? What is the alleged deficiency in the suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What were current symptoms following the index surgical procedure? Onset date? Was there any precipitating stress factor for the sutures breakage? What was the appearance of the suture during reoperation? If applicable, will product be returned, return date, tracking information. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: 1.was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. On 3rd day after surgery child's abdomen burst. Noted color of sutures appeared to be irregular. Surgeon had all sutures of this kind to be put aside, because of their unusual color. Child had emergency surgery. Fascia was closed with vicryl usp 3-0 2. What is the lot number of the suture(s)? Mj8bmkq0 additional information was requested and not provided: 3. Are there any pictures of the sutures available displaying the color irregularity? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a pediatric patient underwent an unknown surgery on an unknown date and suture was used. The closure of abdomen in a child. On 3rd day post operatively child's abdomen burst. Child had emergency surgery. Fascia was closed with vicryl usp 3-0.